Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k # k062195.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Affiliate reported that when the packaging was opened, a lot of powder-like particles were seen dispersed inside the package. As a result, it was unsafe to implant it into the pt. The defective product caused a delay during the operation because another one had to be brought in. Customer did not keep a record of the delay time, however, as a conservative measure this complaint is being reported.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high readings of "199 mg/dl" compared to "103 mg/dl" obtained on the lab. The patient tests his blood glucose twice per day. The patient's diabetes is managed with 14 units of insulin once before lunch and once before dinner. If his blood glucose is low, he reduces his insulin dose to 12 units. On (B)(6), 2010, the patient tested on the subject meter at "130 mg/dl." The patient took his 14 units of insulin based on the lfs reading and reportedly fainted sometime after. His family member took him to the hospital where his tested at "70 mg/dl" on the hospital meter. The patient's son in law treated the patient with water and sugar at the time of concern. The patient stayed at the hospital for two hours and was discharge at 12 pm. The patient was unable to provide his blood glucose reading 24 hours prior to the hospital visit. According to the troubleshooting performed with customer service, the readings of "199 and 103 mg/dl" were taken more than 30 minutes of each other. To compare meter to other meter results, the readings should be taken within 30 minutes per lifescan's criteria for accuracy comparisons. This complaint is being reported because the patient allegedly fainted and received treatment accordingly at the hospital after he took insulin based on the lfs meter reading.